Event description:
Overdelivery reported. Received a variance report from the customer which stated "morphine sulfate pca-pump found to be 50ml short of what was programmed to be delivered. Morphine sulfate bag empty with air being sucked into tubing set priming site without any alarm being set off. No noted effect (adversely) on patient." It was also reported that there was fluid on the floor and that the customer suspected free flow. Multiple attempts to obtain additional information from the customer have been unsuccessful. No further information available.